Event description:
It was reported to philips that the system did not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence the vascular treatment was completed using another system. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc had power but no lights on the hard drive, and it did not boot up. The fse replaced the host pc along with the hard drive and performed a ghost backup. After the replacement, the system returned to good working order. The defective host pc was returned to philips for further analysis. The analysis confirmed that the cause of the host pc malfunction was due to a faulty dimm (dual in-line memory module). The failure of host pc (dimm) can be attributed to the issues resolved in philips correction z-1156-2024. The codes have been updated based on the investigation's outcome.